Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited low intrinsic amplitude and atrial undersensing on stored episodes. Technical services (ts) reviewed the stored atrial tachy response (atr) episodes and noted variable amplitude during the episodes. The presenting electrogram (egm) showed atrial fibrillation (af) and intermittent atrial undersensing, which did not affect the atr mode switches. No adverse patient effects were reported. This pacemaker remains in service.